Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer screen had calibration problems and the programmer could not be updated. It was indicated that the xy printed circuit board (pcb) was out of specification. It was also indicated that the keyboard was damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen had calibration problems and the programmer could not be updated. The programmer was returned for service. No patient complications have been reported as a result of this event.